Event description:
A (B) (6) male pt contacted zoll lifecor customer support to report multiple "adjust belt" and "check belt/see manual" messages. Support had pt check all of the electrodes for proper skin contact and proper garment fit but the alarms persisted. The pt's suspect belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The cause of the noise alarms was a damaged cable on the electrode belt. The section of cable from the connector to the distribution node had internal damage. When the trunk cable was manipulated at the strain relief the front to back ECG channel was lost. The root cause of the internal damage to the cable has not been determined. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.